Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7253765.

Event description:
It was reported that during the patients lead pull procedure, one lead had a lot of resistance and broke off. Multiple lead contacts remained in patients epidural space as confirmed through x-ray. The patient had another procedure wherein an incision was made and all remaining fragments were removed. The patient was doing well postoperatively. The removed leads and all remaining fragments were discarded by the medical facility.